Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they can't get the recharger to connect or stay connected to the implanted neurostimulator. Patient has been trying for a couple days and is too scared to try and push and prod too much because they does not want to mess up what they did before. Patient is concerned if the battery dies too fast before the follow up appointment, patient will shake a lot. They does not know what level the battery is at. Patient was at 100% charge before the revision last week. They tried repositioning the charger in different positions and this did not resolve the issue. Patient has not charged the communicator in at least 6 months or more and it does not power on. They plugged in communicator and it is showing an orange light like it might be charging but it is unknown. Patient was able to turn handset on. Agent sent request to repair. Patient mentioned patient has a follow up appt with dr (B)(6) next tuesday. Patient representative states patient is getting paranoid that the implanted neurostimulator is going to die and then they will be shaking. Caller states today they spoke to representative and was instructed to call patient services and see if the issue would resolve. Additional info received from patient that they have been in touch with the rep, and the rep is now helping them, and have an appointment to meet with the patient. Caller followed up on the repair request. Agent provided tracking numbers. Additional information was received from rep to state he is with the patient in the clinic and they are continuing to have the same issue with the wireless recharger where it will initially connect to the ins, then lose the connection immediately. Manufacturing rep states the recharger is at 100% charge and the ins is at 50%. Tss walked rep through re-pairing the wireless recharger and resetting it. The handset was also restarted. This did not fix the issue. Rep states the ins does not feel too deep in the pocket, but there could be some swelling and the patient is set to get their stitches out this week. Rep also states the patient's physician stated that he put the battery deeper this time. Tss sent request to repair to replace the wireless recharger and following this, if there are still issues, the patient will follow up with their physician. Technical services(tss) advised rep to have the patient call patient services (ps) if they need assistance setting up their new recharger. Additional information was received and inquired about recharging behavior if ins were flipped. Caller reiterated that multiple rechargers have been tried and ins doesn't feel too deep. Caller stated that patient's handset/communicator locates ins right away. Tss reviewed placement of recharge and telemetry coil in the ins and suggested imaging. Caller was going to contact hcp to obtain imaging. Additional information was received manufacturing rep and he provided an x-ray image of the ins in the pocket and stated that they suspect that the ins is flipped. Tss reviewed information about the ins and reviewed information with the rep. Tss attached the email message with the image to the case.